Manufacturer narrative:
This is one of two products involved with the reported event. The manufacturing reference number for this event is (B)(4). The manufacturing reference number for the other complaint is (B)(4). The product was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the precise pro rx stent would not load on the wire as there seemed to be something inhibiting the distal wire port of the stent. The device was discarded and never entered the patient in a rush because the angioguard filter was ready for use. A new precise stent was loaded on the wire with no difficulty. After the precise stent was implanted, the filter was extracted from the patient and it was noticed that the filter basket seemed torn alone one side. This most likely happened during the retrieval of the filter. The physician said that the angioguard filter did not feel caught on the stent. However, the physician examined under xray during retrieval and the filter stopped within the stent. Then all of the sudden jerked out quickly. The physician was unable to tell if the filter was caught, then came free or if he just yanked it out quickly. The patient experience slurred speech and left facial droop during the middle of the procedure. A neurologist specialist was called in, a clot was located in a small branch of the brain. The neurologist specialist concluded that the vessel was too small to retrieve the emboli. The neurologist later followed up with the physician to let them know that the patent had experienced a quick recovery in a couple of days. A picture of the angioguard filter is available but the devices are not available for analysis.

Manufacturer narrative:
During a carotid artery stenting case, after an angioguard filter was placed, it was reported that the precise pro rx stent would not load on the wire. There seemed to be something inhibiting the distal wire port of the stent. The device was discarded. A new precise stent was loaded on the wire with no difficulty. After the precise stent was implanted, the filter was extracted from the patient and it was noticed that the filter basket seemed torn alone one side. Per the voice of the customer ¿this most likely happened during the retrieval of the filter¿. The physician said that the angioguard filter did not feel to be caught on the stent. The physician stated angiographic imaging performed during retrieval showed that the filter had stopped within the stent and then all of the sudden jerked out quickly. The physician was unable to tell if the filter was caught, then came free or if he just yanked it out quickly. The patient experience slurred speech and left facial droop during the middle of the procedure. A neurologist specialist was called in, a clot was located in a small branch of the brain. The neurologist concluded that the vessel was too small to retrieve the emboli. The neurologist later followed up with the physician to let them know that the patent had experienced a quick recovery in a couple of days. The target lesion was the carotid artery which was not calcified or tortuous. The lesion is at a bifurcation. The access site was femoral. The device was prepped according to the instruction for use (IFU). There was no difficulty experienced in prepping the devices. The device was never in an acute bend. A picture of what appears to be an angioguard filter was received for analysis. The actual product was not returned. Per visual analysis of the received picture a frayed/split/torn condition could be easily observed on the membrane of the filter basket. Also, a yellowish small piece of an unknown material (which seems to be part of the tip of the delivery sheath) was observed attached to the filter basket at the capture sheath marker band level. However, no capture sheath could be observed on the picture. The phr was not performed due to the lot number is unknown. The event reported by the customer as ¿filter basket- frayed/split/ torn - during capture ¿was confirmed due to the condition of the frayed/split/ torn condition of the filter¿s membrane as observed on the provided picture. The event reported by the customer as ¿filter basket- withdrawal difficulty - snagged/caught¿ was not confirmed. The product evaluation activity is performed based on the attached picture. Actual product was not received for evaluation. The cause of the events reported cannot be conclusively determined based on the pictures¿ visual analysis sole information provided. Handling process may have been contributed to the frayed/split/torn condition found. Nonetheless, the exact cause of the filter received could not be conclusively determined during the analysis. It is unknown what factors may have contributed to this issue. Handling or procedural factors may have contributed to the event. Vessel characteristics, tortuosity and level of calcification may have also contributed to the event. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patient¿s vasculature. The product¿s information for safety warns ¿the deployment and capture sheaths are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage.¿ the picture review does not suggest that the reported failures could be related to the manufacturing process of the unit. Neither the DHR review nor the product analysis suggests that the malfunction experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.